Manufacturer narrative:
The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was a little far sighted after lens implant in the right eye. Surgeon noticed the lens was dislocated and made decision to explant the lens and replace it with a toric lens of different diopter power.